Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 21 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. There were 21 closed samples received and 1 open sample without a needle and thread, the thread is still wound on the pack. The needle attachment of the closed samples received and the results are: one of the samples does not fulfill the minimum OEM requirement, but 1 fulfill the OEM requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfill the OEM requirement, note of this incidence will be taken in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). Needle detachment.